Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining a discordant result for c-reactive protein on one patient sample (sid (B)(4)). During a review of the instrument files, it was discovered that patient samples and quality controls had been dispensed into aliquot wells that qc material had already been dispensed into. Patient samples tested for alkaline phosphatase (alpi), alanine aminotransferase (alti), aspartate aminotransferase (ast), urea nitrogen (bun), chloride (cl), carbon dioxide (co2), enzymatic creatinine (ecrea), gamma glutamyltransferase (ggt), glucose (glu), sodium (na), total protein (tp), uric acid (urca), c-reactive protein (crp), potassium (k), lactate dehydrogenase (ldi), phosphorous (phos), total bilirubin and (tbil) were affected. The results had been reported to the physician(s). It was also discovered that a quality control (qc) result for k and a user-defined salicylate method (xsali) had resulted within range despite being dispensed onto other qc material. Qc for na, cl, k, xsali, microalbumin (malb), human chorionic gonadotropin (bhcg), and ferritin (ferr) were also affected and resulted out of range. Some samples were repeated and the rerun results differed from the initial results. It is unknown which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the patient samples or qc being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.